Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was unable to unlock the pump screen and that the pump is unresponsive. The customer's blood glucose level was impacted since he was unable to delivery a bolus.